Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number:s313141 lot number:165549 brand name: str mod acet inserter handle, catalog number: unknown cup. (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05031, 0001825034-2019-05033. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty, the inserter would not assemble with the mating implant which resulted in a ninety (90) minutes delay and two hundred 200 ml blood loss. No additional patient consequences were reported and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.